Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Visual assessment of the device shows the needle is bent on two planes. The actuator is hung up in the distal portion of the needle. The device was functionally tested for proper actuator advancement and cycling and wound not function as intended due to the bend in the needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
Device has been received, evaluation has not yet begun. (B)(4).

Event description:
During a lateral meniscus repair it was reported that while t1 was being applied t2 came out (deployed) at the same time. Both implants were able to be removed from the patient. A back-up device was used to complete the procedure. The procedure was a lateral meniscus repair of the red and white area of the meniscus using an ipsilateral approach. There was a five minute delay in the procedure and the patient was noted to be okay post-procedure.